Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Staff on behalf of physician reporting the removal of a defective device and stating "the implant is very torn and the gel is almost liquid". Device has been explanted.

Event description:
Physician confirms right side "rupture of the device without trauma. Capsular fibrosis and pain."

Manufacturer narrative:
"Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - inflammation\irritation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported, against right-side, "implant is very torn and the gel is almost liquid" and "rupture of the device without trauma. Capsular fibrosis and pain." The device has been explanted and replaced with a non-allergan device.